Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2020, the infusion set's tubing became disconnected from the connector needle that was attached to the site. Therefore, the patient's blood glucose level was 51 mg/dl at the time of this event. Further, they replaced the infusion set and insulin was resumed successfully.